Event description:
Surveillance study. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The 90% stenosed 3.5x20mm target lesion located in the right coronary artery (rca), was predilated with an unknown 2.75x15mm balloon utilizing 8 atm's. Following predilation, an attempt to deploy a taxus express2 drug eluting stent of unknown size failed and stent damage was noted. The physician changed to a new device, a 3.5x32mm taxus express2 drug eluting stent, and successfully implanted the stent in the target lesion with 0% residual stenosis. Post dilating was performed with an unknown 3.5x32mm balloon. The patient was released 18 days post the index procedure with no further reported complications. No problems were reported at the required patient follow-up. Patient has medication history of bayaspirin and plavix and heparin.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The batch number is unknown, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.